Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported by the patient that their pacemaker and lead system was explanted due to chest pain and trouble breathing. The patient reported they had to go to the emergency room (ER), and they believed the system was not implanted correctly. The patient reported they did not need a pacemaker so there was no plan to re-implant. No additional adverse patient effects were reported. The explanted products were not returned.

Event description:
It was reported by the patient that their pacemaker and lead system was explanted due to chest pain and trouble breathing. The patient reported they had to go to the emergency room (ER), and they believed the system was not implanted correctly. The patient reported they did not need a pacemaker so there was no plan to re-implant. No additional adverse patient effects were reported. The explanted products were not returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.